Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. The patient reported jaw pain that started at the beginning of their remodulin therapy, but confirmed that it was improving. The jaw pain was not included in this report as no information was provided to reasonably suggest that it was related to an issue with the remunitypro system. Infusion site pain was also reported by the patient, but is not addressed in this report. Infusion sets are required for the use of the remunitypro pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 11-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 12-mar-2026. It was reported that the patient was admitted to the hospital on (B)(6) 2026 after experiencing issues with their remunitypro system. No further information regarding the specific type of device issue was provided. While hospitalized, the patient elected to transition from remodulin via the remunitypro device, to a new pulmonary arterial hypertension medication.

Event description:
An initial event notification was received by (B)(6) on 11-mar-2026 from (B)(6) specialty pharmacy, and forwarded to millyard advanced medical products, llc on 12-mar-2026. It was reported that the patient was admitted to the hospital on (B)(6) 2026 after experiencing issues with their remunitypro system. No further information regarding the specific type of device issue was provided. While hospitalized, the patient elected to transition from remodulin via the remunitypro device, to a new pulmonary arterial hypertension medication. Information was received from (B)(6) specialty pharmacy on 16-apr-2026 confirming that the patient had a backup system prior to their hospital admission but it is unknown if the patient attempted to switch to that system.

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00090, originally submitted on 10-apr-2026. This follow-up submission provides additional information obtained from (B)(6) specialty pharmacy and the medwatch report number for a report received by millyard advanced medical products, llc, after the initial MDR submission. The information provided by (B)(6) specialty pharmacy on 16-apr-2026 has been incorporated into section b5. The medwatch report did not contain any new or additional event information; therefore, only section h10 (related report numbers) has been updated. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.